Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in an open femoral popliteal procedure, surgeon was doing a running stitch and then the needle broke in half. Nothing fell into cavity and they used an additional suture to complete the case. There was no patient injury.